Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part # 393.100, lot # 1l96139, manufacturing site: (B)(4), release to warehouse date: november 27, 2018, supplier: synthes (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during sterilization it was discovered that the instruments were broken/damaged. Patient and procedure involvement are unknown. This report involves one (1) universal chuck with t-handle. This is report 1 of 3 for (B)(4).